Manufacturer narrative:
The device was received fully deployed. The download data shows that the pod completed both the first and second priming sequences and was deactivated at the end of the second prime. Near the end of priming, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths, indicating that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. There was no other damage found with the drive mechanism. The pod was reset and rerun; no abnormalities were observed in the rerun data. The needle mechanism was successfully reset and redeployed using the lock and load fixture. The exact cause of the hook talons failing to detent the ratchet gear could not be conclusively determined, and if it was the root cause of the reported needle mechanism failure.

Event description:
The patient reported when putting on a new pod, the needle did not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s901usqs8fyf2 hardware: sm-s901u cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.